Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken, the battery compartment was damaged, the battery door was cracked, the lcd lens was scratched and the downstream occlusion sensor was corroded. The reported issues were duplicated during functional testing. The pump exhibited a cassette not attaching properly alarm when the latch lever was closed no issue was found with the lock, it was working properly. The investigation determined that the corrosion observed on the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarms downstream occlusion when the disposable is not attaching and alarms when the latch is opened and closed. No patient injury reported